Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe the stopper was damaged and the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a disfigured stopper. Due to deformation of the stopper, a problem occurred in drawing plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 10-oct-2023. H6: investigation summary: customer returned (1) 0.3ml 30ga 8mm syringe loose from unknown lot#. The customer reported that disfigured stopper. Due to deformation of the stopper, a problem occurred in drawing plunger. The returned sample visually examined and observed deformed stopper, that leads difficult in moving the plunger rod. Due to unknown batch number, no DHR can be completed. Based on the return samples, embecta was able to confirm the customer indicated issue. A definitive a definitive root-cause could not be determined.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe the stopper was damaged and the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a disfigured stopper. Due to deformation of the stopper, a problem occurred in drawing plunger.